Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary procedure was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system boot up issue. Upon troubleshooting, fse found the main cpu board was defective and replaced it in another work order. After replacement, the system was returned to use in good working order the codes were updated based on the investigation outcome.